Event description:
Early battery depletion on pacemaker; malfunctioning pacemaker. Abbott generator model# pm2272; serial (B)(6) implant (B)(6) 2020, explanted (B)(6) 2024. This is a 72-year-old male patient with history of a-fib on eliquis, history of complete heart block and status post pacemaker, diabetes type 2, parkinson's disease, bipolar disorder who was admitted on (B)(6) 2024 after had a witnessed cardiac arrest at home. Patient underwent emergent cardiac cath which showed nonobstructive coronaries, and transvenous pacing was inserted. He was seen by ep cardiology and underwent pacemaker replacement as above on (B)(6) for chb. Unfortunately, patient was not waking up and remained unresponsive off of sedation. He completed ttm protocol. V-fib arrest with third-degree block is suspected secondary to pacemaker malfunction. His underlying rhythm was found to be atrial fibrillation on (B)(6) during pacemaker placement per report. He was also found to have non-st ovation mi type ii/demand ischemia secondary to cardiac arrest. Coronaries were clear. He received heparin drip. But unfortunately, he remained lethargic and unresponsive not following commands raising concerns for possible hypoxic anoxic encephalopathy. MRI was done which showed significant hypoxic injury. After discussion with family who elected to move towards comfort care. He was transitioned to comfort care on (B)(6) 2024. He passed peacefully on (B)(6) 2024 at 23:31 pm.